Event description:
It was reported that a patient with diabetic ketoacidosis (dka) who had a ph of 7.26, received two liters of IV normal saline. Thereafter, an order of insulin 5 units bolus was placed to be followed by an infusion with a rate of 5 units/hr for five hours. The pharmacy sent in a 1:1 concentration of insulin bag (100 units/100ml). It was noted that the nurse set up the pump using guardrails insulin "bolus option" at 5 units/5ml then the infusion rate was set at 5 units/hr. Another rn walked into the room 12-13 minutes later because the device was alarming. The device was turned off and notified the primary rn, who then immediately went into the room and noted that the insulin bag was completely empty. The patient's blood glucose was checked five times for 75 minutes then transferred to ICU in a stable condition. The patient remained on IV infusion of dextrose 5% normal saline. Patient's blood sugars as well as vital signs were within normal limits.

Manufacturer narrative:
Additional information added to: b7,d4,h4. The customer¿s reported event that a 100ml bag of insulin infused during a bolus dose infusion instead of the expected 5ml bolus dose infusion was determined to be the result of user programming as confirmed through log review. Log review confirmed that during bolus dose set-up, the user entered the dose of 5 units and selected rapid bolus dose which had the infusion rate of 999 ml/h, with bolus vtbi =100 ml infusing at 0.833 unit/min. This results in a calculated duration of 6 minutes. Rate accuracy testing found the suspect pump module and returned primary set to be delivering fluids within specification. The inspection process found no existing malfunctions; concentricity analysis of the silicone pumping segment found that it was dimensionally within specifications. The review of the pcu event log shows that an infusion was programmed for insulin (drug ID 201) with the concentration (custom) of 5 units/ 100 ml entered at 2:48:50 pm. The calculated rate was 100 ml/h which was based on the drug concentration. The user inputted the vtbi of 999ml. The programmed continuous infusion was the calculated rate 100 ml/h and the vtbi of 999 ml. The proximate cause was determined to be from user programming.

Event description:
It was reported that a patient with diabetic ketoacidosis (dka) with a ph of 7.26 received two liters of IV normal saline. Thereafter, an order of insulin 5 unit bolus was placed to be followed by an infusion with a rate of 5 units/hr for five hours. The pharmacy sent in a 1:1 concentration of insulin bag (100 units/100ml). The pump was set up using guardrails insulin "bolus option" at 5 units/5ml, then the infusion rate was set at 5 units/hr. The device alarmed 12-13 minutes later; the pump was turned off and it was noted that the insulin bag was completely empty. The patient's blood glucose was checked five times for 75 minutes, then transferred to ICU in stable condition. The patient remained on IV infusion of dextrose 5% normal saline. Patient's blood sugars as well as vital signs were within normal limits.

Manufacturer narrative:
Concomitant medical products: 100ml b braun bag lot j8l679. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient with diabetic ketoacidosis (dka) who had a ph of 7.26, received two liters of IV normal saline. Thereafter, an order of insulin 5 units bolus was placed to be followed by an infusion with a rate of 5 units/hr for five hours. The pharmacy sent in a 1:1 concentration of insulin bag (100 units/100ml). It was noted that the nurse set up the pump using guardrails insulin "bolus option" at 5 units/5ml then the infusion rate was set at 5 units/hr. Another rn walked into the room 12-13 minutes later because the device was alarming. The device was turned off and notified the primary rn, who then immediately went into the room and noted that the insulin bag was completely empty. The patient's blood glucose was checked five times for 75 minutes then transferred to ICU in a stable condition. The patient remained on IV infusion of dextrose 5% normal saline. Patient's blood sugars as well as vital signs were within normal limits.